Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2016-01786. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, the physician advanced an extra-long 5f ventral-configured diagnostic catheter via the common femoral artery and then advanced a neuron max in the proximal branch of the internal carotid artery (ica). The patient reacted with clear vasospasm, resulting in the removal of the neuron max to the level of the bifurcation. A 2-plane representation of the vessel showed a proximal occlusion of the m1 branch of the middle cerebral artery (mca) immediately after the origin of the temporal branch. A good leptomeningeal collateralization from the ipsilateral anterior flow region was noted. However, difficult intracranial flow was encountered with persisting vasospasm. An intermediate catheter (ace 68) was then introduced until just in front of the thrombus via a 35 mm wire. During the aspiration, there was a short upward movement of the catheter, which was considered to be the result of the aspiration of the thrombus into the ace 68. From the beginning of the aspiration, there was only a minimal to nonexistent return flow into the canister. Therefore, the ace 68 was removed. Although a complete recanalization of the m1 branch of the mca was established during the subsequent check, no thrombus was found inside the ace 68. There was neither detection of residual thrombus material. There was still clearly persistent vasospasm of the extracranial ica with normal venous flow. The ace 68 and wire were removed and the procedure was completed. The vasospasm was completely resolved after removal of the devices.